Event description:
It was reported by service report that the load wheel casting was fractured and there were exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.